Event description:
It was reported that the right ventricular (rv) lead dislodged sometime after implant. The lead also exhibited varying impedances, but since they readings are so close to what they were at implant and sensing/threshold readings are good there is no concern. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.